Manufacturer narrative:
The event date is unknown and will be provided if received. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the repair center for a separate issue. During device analysis, the repair team identified missing glue at the pink rubber with a wide gap, as well as missing ke45 (thixotropic adhesive) at the forceps light cover. Additionally, missing glue at the pink rubber was observed. There was no patient involvement.